Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery failure error code was found in the device's error log. The device's internal battery needs to be replaced to resolve the issue. No repairs were performed. The unit has been scrapped.